Event description:
It was reported that the pump was in use on a female pt in a very unstable condition. The pump experienced "keyboard controller errors," multiple times. The decision was made to exchange pumps without any pt complication.